Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007 due to erosion of mesh.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent a surgical procedure (resection of a portion of mesh and cystoscopy) on (B)(6) 2007 due to erosion of mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.